Event description:
Information received indicates the head end casters will not hold when the brake is engaged.

Manufacturer narrative:
The technician found the shoulder bolt missing from the head end brake steer linkage and the brake activation weldment was worn causing the head end brakes to not set. The technician replaced the brake activation assembly and the brake steer linkage shoulder bolt to repair the bed.